Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2006. They underwent left knee revision surgery on (B)(6) 2023, approximately 16 years 6 months after their initial implantation. (B)(6) 2023 op report postoperative diagnosis: polyethylene particulate debris induced synovitis with polyethylene wear left total knee replacement in the exactech recall group. Preoperative MRI demonstrated minimal evidence of osteolysis. At the time of surgery there was found to be moderate varus and valgus laxity. Surgical findings included synovitis and chronically inflamed synovium consistent with reaction to the polyethylene particulate debris. All components including femoral, tibial, and patella were well fixed. There was early wear on the polyethylene insert. The patient brought to recovery in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1/d2a/d2b, d4, g3, h6 the following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.